Event description:
It was reported, returned to hospital to pck up insert from case on (B)(6) 2011. Hospital staff informed me that the lag screw reamer and adaptor could not be separated. Pieces were observed and I made several attempts to discharge them from each others with no success.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report. Also, catalog number 702634, lot d06308 is also involved in this event.